Manufacturer narrative:
On (B)(6) 2022, additional information was received identifying the baker grade as grade iii. On (B)(6) 2022, additional information was received indicating the patient's race is pacific islander and the date of explantation was (B)(6) 2015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with mentor memorygel breast implant 550cc and experienced capsular contracture baker grade unknown on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2015.

Manufacturer narrative:
On mar 31 2022, additional information was received indicating the patient also experienced device extrusion on the right side. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with mentor memorygel breast implant 550cc and experienced capsular contracture baker grade unknown on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2015.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 2 2022, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).